Event description:
A blood leak occurred at 30 mins before end of hemodialysis treatment. The leak was observed with leak detector. The blood loss volume was unk. Before the leakage, the tmp level had risen due to the clotting. The pt was well and no medical treatments were given.